Event description:
A customer reported that unexpected negative reactions were obtained with panocell-10, lot 23710, for a patient sample with a previously identified anti-e.

Manufacturer narrative:
On (B)(6) 2012, the customer was asked to repeat testing with a different lot. The customer confirmed an anti-e was identified. Reactivity was 1+ on all e+ cells. All other clinically significant antibodies were ruled out. The immucor product investigation laboratory confirmed the reactivity of the e antigen on cells 1, 2, 3, 6, and tc of retention panocell-10, lot 23710 using anti-e, lot 954042. Controls performed as expected and reagent cells exhibited the expected reactivity. Retention product performed as expected. Hemagglutination testing was performed using cells, 1-3, 6, and tc of retention panocell-10, lot 23710, with customers submitted sample and n-hance, lot 335008. Negative reactions were obtained with two e- cells (1 and 2) and two heterozygous e+ cells (6 and tc). The sample resulted as 1+ with cell 3 (homozygous e+ cell). The investigation did not identify a product deficiency. The customer issue was reproduced but not confirmed. The reactivity observed appears to be unique to the nature of the antibody present in the customer's sample.